Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Evolve ii clinical study. It was reported that angina occurred. In (B)(6) 2013, the patient presented with unstable angina (braunwald classification: iib) with silent ischemia. The patient was found to have elevated biomarkers indicating ischemia and was referred for cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending artery(lad) extending to mid lad with 70% stenosis and was 30 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.50 x 38 mm study stent. Following post-dilatation, the residual stenosis was 0%. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented with complaints of chest pain radiating to both shoulders, the subject was hospitalized on the same day for further evaluation of recurrent angina pectoris. Two days later the patient underwent coronary artery bypass graft (CABG) including left internal mammary artery (lima) to left circumflex artery (lcx), lima to lad and lima to posterior descending artery (pd).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that follow-up core-lab angiography finding of prox lad noted absence of thrombus as well as aneurysm. However, core lab noted the presence of in-stent restenosis pattern 1c.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that two days post bypass procedure the patient complained of chest pain and chest x-ray revealed a large bilateral pneumothorax. A chest drain was placed and three days later the event was considered resolved. Three days later the patient was noted to have elevated inflammatory parameters, thought to have a respiratory track infection and was placed on medical therapy. Two days later the infection was considered resolved. Two days later the patient was discharged.